Event description:
New information received states that the device was explanted on (B)(6) 2017.

Event description:
It was reported that the patient had expired. The clinic received patient's records via remote transmission. Upon review of the session record, it was observed that the patient experienced ventricular tachycardia (vt) rhythm that was appropriately detected as an arrhythmia by the device. The arrhythmia was not treated by the device due to the vt zone was programmed as a monitor zone. The device appropriately delivered therapy when rhythm accelerated to the vf zone, and successfully converted the rhythm. The patient's rhythm later went back into a vt and stayed untreated in the vt zone until it slowly decelerated below cutoff and "return to sinus" was classified by the device. Non-sustained rv oversensing episodes that were caused by undersensing on the discrimination channel were also observed. No further information is available at this time.

Manufacturer narrative:
A partial connector portion was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.